Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, a small metal component of the upper part of the firstpass mini straight has dislodged and was floating inside patient¿s joint cavity. That small metal part was retrieved and removed from the patient using arthroscopic grasper. No other part was seen in the patient¿s joint cavity, as confirmed with visual inspection of the dislodged metal part and the rest of the firstpass mini device. The procedure was resumed after a non-significant delay, using an equivalent s+n back up device. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw. The suture capture was not returned. Bio debris is present. No other visual deficiency. A functional evaluation was performed on the returned device and found pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.